Event description:
It was reported that shield breaks occurred with bd vacutainer® eclipse¿ blood collection needles. The following information was provided by the initial reporter, "safety device comes off of needle when cap is removed, doesn't appear to be adequately adhered to needle assembly." (B)(4) occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shield breaks occurred with bd vacutainer® eclipse¿ blood collection needles. The following information was provided by the initial reporter, "safety device comes off of needle when cap is removed, doesn't appear to be adequately adhered to needle assembly." 480 occurrences were reported.